Event description:
The customer contacted stryker to report that their device failed to recognized electrodes when connected. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device. The reported issue was unable to be verified and unable to be duplicated. Root cause is unable to be determined. No parts were replaced. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device failed to recognized electrodes when connected. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.